Event description:
Mics hand piece unable to register to the robot, case converted to manual. Issue noticed pre-op. Surgical delay: 16-30 minutes. Case type: tka. Update: "yes patient was in the room at time of discovery. Yes patient was under anesthesia at time of discovery and delay."

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections. Reported event: it was reported that mics hand piece unable to register to the robot, case converted to manual. Product evaluation and results: mics-209063, sn#: (B)(6), RMA#: 273863. Inspected per d06917 and determined failure of the following test step. Sec#: 7.1.2. Visual sticky trigger. Disposition: rtv. Inspected by: (B)(6). Product history review: device history records indicate 25 devices were manufactured under lot: k0bpx and 23 devices were accepted into final stock on 08/27/2018. Review of qt18 - 08 - 0100 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 209063, prodex lot: k0bpx, shows no additional complaint(s) related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc and CAPA are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mics hand piece unable to register to the robot, case converted to manual. Issue noticed pre-op. Surgical delay: 16-30 minutes. Case type: tka. Update: "yes patient was in the room at time of discovery. Yes patient was under anesthesia at time of discovery and delay."